Event description:
A peritoneal dialysis patient reported that the cycler displayed an air detected in cassette message. The patient confirmed that there is no air which can be seen in the patient line. The treatment was cancelled. When the patient removed the cassette, it was noted that there was fluid leaking inside the cassette door. Technical support advised to discontinue use and will replace the cycler. The patient will use manual treatment to complete.

Manufacturer narrative:
The sample was returned and investigated by plant manufacturing. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. An internal visual inspection of the cycler found evidence of dried fluid under the pump and mushroom head and within the recess of the bottom cove. There was visual evidence of fluid within pneumatic filter. The filter was detached from the cycler and the fluid was removed. The filter was then reinstalled and a simulated treatment was performed and completed. No fluid leaks occurred in the test cassette during the test treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed an air detected in cassette message. The patient confirmed that there is no air which can be seen in the patient line. The treatment was cancelled. When the patient removed the cassette, it was noted that there was fluid leaking inside the cassette door. Technical support advised to discontinue use and will replace the cycler. The patient will use manual treatment to complete.

Manufacturer narrative:
It was reported that follow up 2 was missing, therefore this reports is being submitted as follow up 2.

Event description:
A peritoneal dialysis patient reported that the cycler displayed an air detected in cassette message. The patient confirmed that there is no air which can be seen in the patient line. The treatment was cancelled. When the patient removed the cassette, it was noted that there was fluid leaking inside the cassette door. Technical support advised to discontinue use and will replace the cycler. The patient will use manual treatment to complete.

Manufacturer narrative:
Corrective data: follow up 1: b4 date 08/31/2017 follow up 2: b4 date: 09/12/2017.

Event description:
A peritoneal dialysis patient reported that the cycler displayed an air detected in cassette message. The patient confirmed that there is no air which can be seen in the patient line. The treatment was cancelled. When the patient removed the cassette, it was noted that there was fluid leaking inside the cassette door. Technical support advised to discontinue use and will replace the cycler. The patient will use manual treatment to complete.